Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented during follow-up experiencing muscle stimulation. The pulse generator was in backup vvi. The patient's presenting rhythm was 67.5 pulses per minute vvi paced. Due to telemetry corruption, further troubleshooting could not be performed. The pulse generator was replaced.